Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR arjohuntleigh (B)(4). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
The staff had finished hygiene care of the resident and were in the process of getting him back to bed with a maxi move floor lift and a sling. They started to lift the resident up and did not notice the sling clip had slipped off the hanger bar. Consequently, with one leg out of the sling, the resident slowly slipped out, but the staff could assist him with no incident. No injuries were sustained by resident or staff.